Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump got an alert about sugar glucose low at 4.4 and 3.6 but when customer checked blood glucose, it was 2.9 mmol/l. Customer experienced low blood glucose levels. Customer inquired why she did not get an alert when her blood glucose dropped to 3.00 alarm history (B)(6) 2020 6:56: alert on low 6:31: alert on low 6:21 alert before low (B)(6) 2020, no alert "auto mode minimum delivery 6:56 6:15 pm calibrate 9:46am bg required and auto minimum delivery. Customer called for assistance about low blood glucose. She stated she did not get an alert when bg dropped below 3.0 customer was assisted with troubleshooting related to low blood glucose levels. Details of what led up to event: was driving and stopped to check the alert. Alert before low, why am I not getting an alert before blood glucose is 2.9 mmol/l customer thought she should have gotten a an alert a while ago. Patient's blood glucose at time of incident: 2.9 mmol/l. Patient's current blood glucose value (at time of call): 12.6 mmol/l. Has the patient treated? Response: took aspirin. Patient has been experiencing low blood glucose for last evening - was 4.2 mmol/l and no alert. Does customer show symptoms of low blood glucose: no ,had fries and chicken customer reports they feel okay to troubleshoot. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Ngp model pump currently in use: 670g. Inquired if customer uses auto mode/smartguard as part of their continuous glucose monitoring therapy. Found: customer uses auto mode/smartguard. - inquired if auto mode/smartguard was automatically delivering insulin at the time of low blood glucose event. - customer is unsure if auto mode/smartguard was automatically delivering insulin at the time of low bg event. Customer is unsure if auto mode/smartguard was automatically delivering insulin at the time of low blood glucose event due to the following: did not confirm with patient. Auto mode was on customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose . -based on customer report does customer believe pump is over-delivering: no. Customer stated the most recent set change was: tuesday (B)(6) 2020 at 7:03pm. -inquired if during the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site. Found: no - only thing that came out are drop from filling tubing. The patient was disconnected during the rewind/prime sequence. -explained importance of disconnecting during prime/rewind sequence. Inquired if insulin type and concentration is correct based on health care provider's guidance. - customer response: yes. Keep insulin in emergency kit she keeps with her adv positioning in motor may have shifted and to always complete rewind/load reservoir process before connecting back to set. Reviewed pump programming. Customer reported programming is accurate. -customer was advised to disconnect from set and remove the reservoir from the pump. Advised to check the status screen and then visually inspect the reservoir. Reservoir is showing the same amount of insulin as shown on the status screen. Customer states the reservoir was not pressed/pushed/adjusted while connected. Reviewed health/lifestyle issues to verify if customer has had any unusual events. Found: no changes. Adv to avoid exposure to any strong magnetic fields associated with mris. Was the pump worn during a test done during or near an MRI or was pump exposed to strong magnet: pump was not worn -based on customer report does customer believe pump is over-delivering: no. -advised to monitor pump and bgs. Suggested to call health care provider to discuss possible causes of low blood glucose. The insulin pump is not expected to return for analysis. Additional devices involved in incident: reservoir (312074753); infusion set(312074758)